Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6), 2019 the re-operation of broken pfna was performed.according to the statement from the patient, there was no fall. The nail broke exactly in the hole of the blade.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. H3, h4, h6: a device history record (DHR) review was conducted: part: 472.377s, lot: l859482, manufacturing site: bettlach, release to warehouse date: 24.apr.2018, expiry date: 01.apr.2028, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient underwent revision due to broken small proximal femoral nail antirotation (pfna) nail. The original implant date was (B)(6) 2018. It was unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown pfna blade (part # unknown, lot# unknown, quantity #1), unknown locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).